Manufacturer narrative:
The removed main keypad assembly was further evaluated and the reported issue was confirmed due to both of the sync buttons being damaged/shorted.  The damaged sync buttons locked out the use of the defibrillation buttons, not allowing the device to charge and deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the main keypad assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, while attempting to charge defibrillation energy, the device would not complete its charge cycle. With this issue, the device would not have the ability to deliver defibrillation energy to the patient. The patient was in asystole when the customer arrived to the scene. The customer was able to obtain a back-up device and use the same defibrillation electrodes. The customer reported that no further information about the patient is available.